Event description:
The customer, was using an applied medical laparoscopic grasper during a lap nissen procedure. The customer reports the pt's stomach was perforated and also reported a tear in the stomach wall. On 7/6/99, applied medical resources rec'd add'l info. The sales rep reported that the dr. Was retracting the stomach and aggressively manipulating the grasper, when the grasper tip penetrated the stomach wall. The event required the dr to open the pt to repair the torn stomach wall. The last report rec'd, was that the pt was doing fine.